Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a hybrid anomaly which resulted in a high current drain and contributed to the field experience.